Event description:
Boston scientific received information that during a routine device changeout, this right ventricular (rv) lead incurred terminal end damage as it was being removed from the header of the old device. The weld in the lead connecting the ring conductor to the terminal pin was loose. The lead was repaired and per physician's decision, plugged into the right atrial (ra) port of the replacement device. A new rv lead was implanted for back up rv pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.